Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. P-cap/reservoir locked properly in place. Pump received with broken battery tube threads. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump error alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the crack on battery compartment. No harm a medical intervention was reported. The insulin pump will be returned for analysis.